Event description:
The device was used during a laparoscopic cholecystectomy procedure. Reportedly, the sleeve disengaged after opening the package. The surgeon applied another device for the procedure. The hosp has reported no patient injury occurred.